Event description:
I was using renu with moistureloc contact solution from march '05 to august 2006. In august, I went to an optometrist because I was having serious eye problems. I was diagnosed with fungal keratitis. I had to put anti-fungal and steroid eye drops for a couple of weeks. The vision in my right eye is slightly worse than the vision in my left. I would have to say that it's about 15% worse than my left.